Event description:
It was reported that during a tka procedure, the anspach drill showed a e2 error. The procedure was completed by using the cutting blocks instead of the burr. No patient harm. Investigation results showed that there was no problem with any drill, e2 error is totally related with the anspach console.

Manufacturer narrative:
H10 h3, h6: the reported device, used for treatment, was returned for evaluation. The returned drill was plugged into a system with a known good console and run through a drill test. There were no errors and the drill functioned as expected. Then, the drill was tested using the console from the original system and functioned as expected. Then, the drill was tested with the drill extension cable connected in between the console and the drill and functioned as expected. Therefore, there was no problem found with the drill, console and extension cable. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review identified similar events. This failure mode will be trended to assess for any necessary corrective actions. The surgical system user's manual released at the time of the complaint provides complete and detailed instructions for drill usage and bur control. This failure mode is an identified failure in the risk assessment. We were able to confirm there was a relationship established between the reported event and the device. Since it was reported that the error was still present after unplugging and plugging the drill back in and that the error was cleared by rebooting the system and no problem was found with the returned parts, the malfunction is likely due to the e2 error which does not occur when the drill is jammed and is only clear by rebooting the anspach console.